Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system which included two leads from the same lot on (B)(6), 2012. It was reported the pt was pulled back over a chair, thus resulting in loss of stimulation on his right side. X-rays revealed lead migration. The physician removed and replaced the right lead. Effective stimulation was recaptured post-operatively.